Event description:
It was reported that the patient heard intermittent sounds at home on (B)(6) 2022 and (B)(6)2022. The patient was asymptomatic at that time. The patient visited the hospital on (B)(6) 2022 due to possible driveline damage. When the medical engineer checked the history on the system monitor, multiple pump stops were recorded. The log file review revealed the current set speed was 9600 rpm. The average power ranged from 0 watts to 12.1 watts. The average pulsatility index (pi) ranged from 1.4 to 6.9 and the average flow ranged from 0 lpm to 7.2 lpm. The log file data showed 3 pump stops and multiple low speed advisories. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. The second possibility is the pump¿s rotor ability to spin was prohibited by some material other than blood, if this occurred there would be an increase in power and a drop in speed, until such time as the material was no longer in contact with the rotor. It was reported through patient product that the patient underwent pump exchange on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was discharged on (B)(6) 2022.

Manufacturer narrative:
This event was previously reported under MFR # 2916596-2022-14824 article title: a case of intraoperative awakening after implantable left ventricular assist artificial heart replacement (B)(6) hospital no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the literature article "a case of intraoperative awakening after implantable left ventricular assist artificial heart replacement" that the patient required replacement surgery for driveline disconnection. Related MFR #: 2916596-2022-15631.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: superficial damage to the outer silicone jacket was confirmed. A specific cause for this finding could not be determined through this evaluation. The evaluation of (B)(6) confirmed internal driveline (dl) wire damage that would have contributed to the reported low speed and pump stop events captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) cut approximately 0.5¿ from the pump housing and the distal portion of the dl was returned measuring approximately 37¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump's outlet port. The sealed outflow graft was returned attached to the outflow elbow. The sealed outflow graft bend relief and bend relief collar were not returned. Examination of the pump's blood-contacting surfaces upon disassembly of the device also revealed no adhered depositions or thrombus formations. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pins of the metal connector were free from deformation. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Rescue tape was observed on the outer silicone jacket of the driveline and the removal of the rescue tape noted multiple tears. No damage was observed the bionate layer. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use. Upon removal of the metal braided shielding, a breach was observed to the brown wire on the internal portion of the driveline, approximately 5.5¿ from the pump housing. The observed breach appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of the brown wire contacted the metal braided shield while operating on a grounded power source (such as the power module with a grounded patient cable or the mobile power unit), the resulting electrical short to ground would have resulted in the low speed and pump stop events confirmed via the submitted log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported theta the cause of the low speed alarms and pump stops was not identified, but it was presumed to be a driveline problem. The issues resolved with the pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a driveline disconnection could not be confirmed based on the submitted log file. The submitted log file contained approximately 3 days of data, ranging from day 1406 to day 1408. No driveline disconnections were captured within the file. The pump appeared to operate as intended, above the low speed limit until day 1406, when the file captured multiple low speed events that resulted into three pump stop events. It was noted that the low speed and pump stop events occurred while the patient was supported by the power module. Corresponding low speed and low flow alarms were also observed during the events. The pump ramped back up to its set speed after the last low speed event and remained above the low speed limit until the end of the file. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ warns that the pump will stop if the driveline is disconnected from the system controller and instructs to reconnect the driveline to restart the pump. The heartmate ii lvas patient handbook is also currently available. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.